Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient reported on one program they had a fluttering feeling on the stomach. A circumstance that may have led to lead migration was when their battery was replaced. Device was reprogrammed but no steps had yet been taken to resolve the lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: adverse event was added . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient needed an MRI for an unrelated stomach trouble but could not due to the type of device that they have. The patient noted they were going to meet with a new surgeon on (B)(6) 2018 to discuss the replacement due to the lead migration and decide if he should have the implantable neurostimulator (ins) explanted and then have the MRI or have it replaced with an MRI compatible ins and then have the MRI. It was noted that the patient spoke with an imaging center and they were told that they will let him know if he gets MRI information. In the end, the patient was redirected to their healthcare professional (hcp) and will call the hcp office to ask for the rep¿s information who met with the patient earlier. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# n0040176, implanted: (B)(6) 2005, product type lead; product ID 377745, lot# n0040176, implanted: (B)(6) 2005, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported that about 2 months ago, the patient had injections done in his back and they took an x-ray of his back to look at the placement of the injections and the doctor informed the patient that one of the leads migrated to the right. The patient said the back injections were done as part of his pain management and not due to an issue with the therapy. The patient wanted to know how much this would affect his therapy. It was reviewed that they can be multiple factors involved in how lead migration can affect therapy. It was recommended to continue to work with the healthcare provider to discuss next steps moving forward. The patient said they are working on notifying workman¿s comp so they can revise the lead. No patient symptoms were reported. No further complications were reported/anticipated.